Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Vomiting is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vomiting as follows: nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required.

Event description:
Doctor reported a pt in the (B)(4) study had an event of vomiting treated with a "lap-band ap system adjustment". Add'l event of "two episodes vomiting with blood traces". Pt was hospitalized for two days. The event was resolved without sequelae. Device remains implanted.